Event description:
Following the successful pre-dilation of the right a1 segment of the anterior cerebral artery, the physician was unable to cross the supraclinoid carotid artery with the stent delivery system. As the delivery system was being withdrawn from the patient, "we observed an incipient distal detachment of the stent." The partially deployed stent was removed by withdrawing "all of the systems." "The stent completed its release outside the patient on the operating table." The procedure was completed with a different guidewire and stent. There was no reported patient injury, but hospitalization was prolonged.